Event description:
It was reported that the patient presented with intermittent capture exhibited on the right ventricular lead. No intervention was performed and the patient would continue to be monitored. The patient was discharged.

Event description:
New information received notes that the intermittent capture exhibited on the right ventricular lead was discovered during in-clinic interrogation prior to an unrelated procedure.